Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no harm or injury reported. The device was returned to the manufacturer's quality product investigation laboratory for evaluation. During the evaluation of the device, a sensor drift error was observed. The device's sensor board was replaced to address the issue.